Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain'), pregnancy with contraceptive device ('pregnancy with essure'), abortion spontaneous ('miscarriage') and gait disturbance ('barely walk') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida. On (B)(6) 2008, the patient had essure inserted. In 2014, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), gait disturbance (seriousness criteria hospitalization and medically significant), rash ("skin breaking out"), pain in extremity ("right leg pain"), hypoaesthesia ("numbness leg / hands"), vaginal haemorrhage ("passing out of blood clot") and vomiting ("vomiting") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (esure removal). Essure was removed on (B)(6) 2016. In 2014, the pregnancy with contraceptive device had resolved. At the time of the report, the back pain, abortion spontaneous, gait disturbance, rash, pain in extremity, hypoaesthesia, vaginal haemorrhage and vomiting outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for abortion spontaneous, back pain, gait disturbance, hypoaesthesia, pain in extremity, pregnancy with contraceptive device, rash, vaginal haemorrhage and vomiting with essure. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported lack of efficacy cannot be totally excluded. A lack of efficacy is a known possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. Most recent follow-up information incorporated above includes: on 28-apr-2020: pfs received: case become serious incident: essure removal done, lawyer added. Essure insertion and removal date were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.